Event description:
Family members reported that the user hit his head on the left side and after this episode, the mother said that the device worked intermittently for two days and on the third day the user stopped having access to sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Family members reported that the user hit his head on the left side on 30-mar-2022 and after this episode, the mother said that the device worked intermittently for two days. On the third day the user stopped having access to sound with the device. At first it was assumed that the audio processor was defect, however it has been checked and was found to be functional. Despite requested, no additional information could be yet retrieved.

Event description:
Family members reported that the user hit his head on the left side on (B)(6) 2022 and after this episode, the mother said that the device worked intermittently for two days. On the third day the user stopped having access to sound with the device. At first it was assumed that the audio processor was defect, however it has been checked and was found to be functional. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Family members reported that the user hit his head on the left side on (B)(6) 2022 and after this episode, the mother said that the device worked intermittently for two days. On the third day the user stopped having access to sound with the device. At first it was assumed that the audio processor was defect, however it has been checked and was found to be functional. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.